Event description:
The manufacturer received voluntary medwatch (mw5148696). The manufacturer received information alleging an issue related to a ds2 device. The manufacturer received information alleging a slight smoke smell from CPAP device, continuous airway pressure. There was report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 device. The patient alleged noticing slight smoke smell from CPAP device. This notification was opened for review for information received that a smoke smell from CPAP device. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.